Event description:
A customer contacted baxter's technical service center to report a reload set 161 alarm on the homechoice (hc) machine during use. Per the initial report, the home patient (hp) was already connected. The technical service representative (tsr) explained that the hp should not have been connected. The tsr explained that the cassette was bad and new supplies were needed. The caregiver (cg) said ok and hung up the phone. It was possible there was a fluid leak or crack in the cassette. The solution to this incident was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
If a sample becomes available, a follow-up report will be submitted.